Event description:
It was reported that "the patient had bleeding in the postoperative period because the clips came loose". Additional information states that the patient needed to undergo surgery again. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.